Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states. However, the country should have been italy. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section b3: date of event: the date of event was provided as (B)(6) 2020. B3 of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Event date: exact date of event is unknown/ not provided. Best estimate is (B)(6) 2020. If implanted; give date: not implanted if explanted; give date: not explanted because it was not implanted. Phone (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was defective. No information if patient was involved. After several follow-ups no further information available.